Manufacturer narrative:
This product is not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo 12.1 implantable collamer lens of -10.5/1.0/108 (sphere/cylinder/axis) was implanted into the patient's left eye (os). On (B)(6) 2022 the lens was implanted; removed and replaced intra-operatively for a longer length lens due to low vault. The exchange did not resolve the problem. Cause reported as unknown. See MFR # 2023826-2022-00952 for exchange lens.